Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings:a review of the black box indicated an unexpected reboot occurred on (B)(6) 2016. Visual inspection revealed that the battery compartment and cap were undamaged and able to maintain electrical connection. The battery cap contacts were within required specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The pump successfully performed ezprime steps and was exercised for 24 hours with no power interruptions occurring. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.